Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge fill estimate was inaccurate and led the customer to accidentally deliver too large of a bolus. Additionally, it was reported that multiple, intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was 200 mg/dl. Customer changed pump supplies to resolve issue and confirmed with tandem technical support that bg level remained normal and declined further assistance.